Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed myopotential oversensing and inhibition on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: e1, e2 and e3 for customer information.